Event description:
It was reported that high capture thresholds were observed on a lead. Diagnostic imaging revealed a breach in insulation. Lead was capped and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 22.6cm was returned for analysis. External insulation abrasion was noted at 14.9-15.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. (B)(4).